Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator was not working. A field service engineer (fse) checked the remote manager in hardware test application (hta) mode and found it to be responsive. The fse applied conductive grease to the remote manager latches and also checked the harness and connectors. Adjustments were made as the box is adjustable. The latch and lock strike were properly aligned, and the remote manager was responsive. All cabling was checked and appeared to be in good working order. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es refrigerator had failed to open. The customer stated that there was a delay, but the malfunction occurred when the user tried to issue medication to the patient. There were no adverse events or injuries reported based on this incident.